Event description:
The user reported a false positive result with the binaxnow covid-19 ag card. The user states there were multiple test from one covid-19 kit gave false positive results. 5 out of 6 test gave positive results. Some of the positive results were given with a clean swab. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional information provided and the customer states to clarify. The results were not false positive. Multiple testing cards presented were unable to be used due to results unable to be read due to sample line disappearing & entire testing area remained pink. The manufacture withdraws this MDR.